Manufacturer narrative:
An investigation was performed in response to a complaint of daily check failure on the aia-2000 analyzer. The device was being used for diagnosis at the time of the complaint. At the customer site, a field service engineer (fse) discovered that the sorter door required adjustment to close properly and allow the test cups to be scanned to inventory. This indicates a faulty door latch due to wear causing the component failure. A 13 month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2020 through aware date (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual section 6.2: daily check. The daily check procedure should be performed prior to assay operations. It involves inspecting the system, replenishing reagents and emptying waste if required. It concludes with the substrate background measurement. Always perform daily check before starting assay operations. If background measurement does not commence within 30 minutes, the "daily check routine did not complete" message appears, indicating possible temperature control failure. It is recommended that you contact a tosoh service center or local representatives.

Event description:
Customer reported the daily check had failed several times in the morning. Customer indicated that there was no error code. The error just stated "unable to complete the prime of substrate 1 and substrate 2". This is a reportable event based on delay in reporting of patient results for class a analytes.